Event description:
Hudson nasal continuous positive airway pressure heater turned on. Approx five (5) mins later heater alarm activated. Overheating of heater noted. Pt sustained approx 2cm area of redness over left check and area under nose bruised and reddened.